Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose was 250 mg/dl. The customer was advice that the recurring alarms may be due to site, set or reservoir issues. Customer stated they have not tried all remedies. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer stated insulin in use with in the device was humalog. The customer was unable to resolve the issue with set changes and doesn't want to troubleshoot, says he just wants to exchange the device.